Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and tactile examination of the returned device found kinks along the entire length of the device. Positive pressure was applied and leak was noted. A further microscopic analysis revealed a longitudinal tear in the balloon body. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous unspecified forearm vessel. The 6.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced to the lesion. The first balloon inflation was performed at 24 atmospheres however, the balloon ruptured at 24 atmospheres on the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.